Event description:
This is another incident involving neobar ett holder in which the tab of the stabilization platform separated from the adhesive causing extubation of the oral ett. Rn at bedside observed o2 sat 74% and neobar to be detached from adhesive facial device on infant (self-extubated). Multiple attempts made to reintubate, unable to intubate. Ppv given at 100% during attempts to intubate, anesthesia called to bedside and successfully intubated the infant. We are unable to identify a specific color or lot number. This is a serious problem due to the potential for harm. We have removed neobar from the six intubated infants currently in nicu and replaced with tape. The manufacturer is aware, previous devices have been returned to them for testing, and they are sending a representative to the hospital.manufacturer response for endotracheal tube holder(per site reporter).the manufacturer requests the product be returned to them for evaluation, which we will do and they are sending out a representative.